Event description:
It was reported via repair work order that the power load system would not release the cot as a result of user error. Upon inspection of the unit by the service tech no malfunction was found with the power load system. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot was stuck in powerload. Upon inspection of the unit by the service tech no malfunction was found with the unit. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This was originally reported in error as a model 6506000000, serial number (B)(4). The correct model number of the product is model 6390000000, serial number (b)(40.